Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to perform several corrective actions involving disconnecting the tubing and delivering boluses to resolve the issue. The customer was advised to replace supplies as necessary and resume insulin.